Event description:
It was reported that one day post implant, the right ventricular lead was undersensing r waves. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 implantable pulse generator (ipg) 2013 (B)(6). (B)(4).